Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was 500 mg/dl. Cause was related to an unexpected reset. Customer went to the emergency room (ER) on (B)(6) 2022 for two hours. The customer received IV and fluids of saline and insulin to address the bg. It was reported that the customer sustained no permanent damage. The customer also declined follow up from tandem technical support to obtain when the customer was released from hospital. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.